Manufacturer narrative:
Manufacture reference number:(B)(4).

Event description:
According to the reporter, the patient received radio frequency ablation via the 360 express balloon catheter. There was no unusual findings endoscopically prior to catheter intubation during the treatment session, or after the treatment session were noted. There was nothing unusual about the procedure was noted. The patient presented on (B)(6) 2016 with retrosternal pain and dysphagia and found a severe stricture which required 10 balloon dilation sessions and two incisional therapy sessions. Patient is scheduled for a follow up.